Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer contacted abbott to report a calibration error message "span less than min" for the tdx/tdx flx gentamicin assay on the tdx analyzer. The customer was sent a new lot of tdx gentamicin reagent. There was no impact to pt management reported by the customer.